Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin injection (2gm, per week, ongoing, route and duration were not reported) and fortum injection (1gm, per bag, intraperitoneal, ongoing, duration was not reported) for peritonitis. At the time of this report, the patient has recovered eight days after the event onset. Pd therapy was ongoing. No additional information is available.